Event description:
It was reported that the patient presented for follow-up complaining of frequent dizziness. The lead exhibited impedances varying from 1200 ohms to 2500 ohms in both polarities due to a fracture. The patient would be scheduled for a lead replacement.